Event description:
A driver rx coronary stent system was intended to treat a lesion in a patient. It was reported that the stent could not be released fully from the delivery system and this caused delays in the procedure. The device was inspected prior to use with no abnormalities noted. It was reported that the target lesion in the rca was calcified. The lesion was predilated with a 2.5 x 20mm balloon to 8 atm. Resistance was experienced during delivery of device to the target lesion. It was reported that 9 atm of pressure was applied to the device but the stent did not fully release. It was necessary to use 5 balloons (diameters 2.5, 2.75, 3.5 x 15) with 20 atm of pressure to impact the stent and allow withdrawal of the delivery catheter from the stent. Six guidewires were used. It was reported that the procedure lasted approximately 4 hours. The patient experienced bradicardia. A temporary pacemaker and a counterpulsation balloon were implanted. Patient has been discharged from hospital and no clinical sequelae have been reported. The device has not been received for evaluation by medtronic. A cd containing fluoroscopy images was received for review. The images confirmed the tortuous and calcified nature of the rca and showed diffuse disease present in the proximal to mid vessel. Images of the pre-dilation of target lesions in the mid and proximal rca show that there was incomplete expansion of the balloons at certain points in the vessel due to what appeared to be calcified stenotic points in the lesions. Images of the stent deployment shows that a focal point, within the mid vessel, was resistant to stent expansion. The stent expanded as anticipated throughout the remainder of the proximal to middle portion of the vessel. Post stent expansion, there appeared to have been restricted flow through the stented portion, requiring the introduction of a temporary pacemaker. A second wire was delivered, with difficulty, through to the distal side of the newly deployed stent. The guide catheter appeared to be backing in and out of the vessel during attempts at wiring the vessel and images showed that the vessel was completely re-wired prior to attempts at post dilation of the restriction within the deployed stent. Post dilatation did not achieve any further expansion of the stent. There was no evidence of air pockets within the balloons that could have impacted on the incomplete expansion of the balloons and stent.

Manufacturer narrative:
(B) (4) (secondary intervention - implant of temporary pacemaker and counterpulsation balloon) - (B) (4): evaluation: (cd evaluation). Results: (tortuous and calcified vessel with diffuse disease).